Event description:
A recovery filter was implanted seven days prior to gastric bypass surgery for morbid obesity. Four months after implant, the asymptomatic pt returned for a routine removal of the filter. The pre-removal cava gram showed filter tip was in pt's right atrium. Dr. Consulted with the cardiologist, pt and family members. A median sternotomy was performed to remove the filter. The pt was discharged form the hospital three days later and is reported to be fine.